Event description:
It was reported that a scrub nurse had removed the white straight stylet from the lead and was replacing it with a curved tip blue green stylet. As the stylet approached the end of the lead, it would not advance further. The physician was also unable to thread the lead. The lead was never implanted in the patient.

Manufacturer narrative:
(B)(4). Analysis of the lead (model 3778) found that while the lead is relaxed, the uncoated green handle blue cap stylet is not able to pass electrode area in lead. A known good parylene coated green handle/blue cap stylet was completely seated into the lead normally (with no problems). No visual anomalies were found. Continuity was acceptable in all circuits. Analysis of the stylet found a gouge on the inside of the stylet handle indicating excessive force was used during insertion, causing the stylet wire to push out the cap. The blue cap on the stylet handle was not returned. The stylet handle was separated from the stylet wire, and the stylet wire was bent.